Event description:
Customer reported he experienced low blood glucose of 45 mg/dl the day of the call. Customer stated that he never received a low alarm or a threshold suspend alarm. Customer complained about sensor reading discrepancies. The threshold suspend limit is set up at 60 mg/dl. The history showed that he had gotten a low alert and threshold suspend alarm on (B)(6) at 709pm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.